Event description:
It was reported that a balloon rupture occurred. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use in a tight lesion. During the procedure, it was noted that the balloon ruptured. The device was removed using normal method without issue and the procedure was completed with another of the same device. No complications were reported and patient was good post procedure.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. No issues identified with the hypotube shaft. Shaft polymer extrusion: no kinks or damages. A detailed microscopic examination of the balloon material identified a pinhole in the mid-section of the balloon when attempting to inflate the balloon. All blades were fully bonded on the balloon and did not exhibit any signs of damage. No issues identified during examination of the extrusion shaft. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. The device was left in the water bath at 37 degrees. An attempt was made to inflate the balloon to 12 atmospheres as per wolverine instruction for use using the encore inflation unit, however, a leak was noted coming from the pinhole in the mid-section of the balloon. The encore inflation device was verified before and after the procedure using a druck gauge. No other device issues were identified during returned product analysis.

Event description:
It was reported that a balloon rupture occurred. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use in a tight lesion. During the procedure, it was noted that the balloon ruptured. The device was removed using normal method without issue and the procedure was completed with another of the same device. No complications were reported and patient was good post procedure.